Event description:
An attorney's office is filing a letter notice alleging that a heating pad was the cause of a fire that burned its client's body. There was not a report of property damage with this incident.